Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon performed a right hip revision (implanted 10 years ago) due to the trunnion of the stem being worn down to a point. Upon opening the hip capsule, the surgeon noticed the head came off the trunnion due to the wear of the trunnion which was worn down to a point. Surgeon replaced the stem, head, and liner (cup remained implanted) and replaced with an exeter revision stem and matching components implanted at revision.

Manufacturer narrative:
An event regarding disassociation and insufficient rom involving an accolade stem was reported. The disassociation was confirmed following material analysis. Rom was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018 which indicated:the anterior, posterior, superior and inferior surfaces of the stem are shown. Damages were observed on the neck of the stem, consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Damage consistent with the explantation process in addition to the presence of biological fixation were also observed on the stem. Material analysis: a material analysis has been performed. The report concluded: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, stem base alloy and biological material and an oxide. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that surgeon performed a right hip revision (implanted 10 years ago) due to the trunnion of the stem being worn down to a point. Upon opening the hip capsule, the surgeon noticed the head came off the trunnion due to the wear of the trunnion which was worn down to a point. Surgeon replaced the stem, head, and liner (cup remained implanted) and replaced with an exeter revision stem and matching components implanted at revision. Update from sales rep: the surgeon went back with a djo expert revision stem, not an exeter revision stem. Update from material analysis: damage consistent with impingement was observed on the trident liner.